Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they have been experiencing high blood glucose of 400 mg/dl and currently has blood glucose of 465 mg/dl. Customer treated with high blood glucose with pen. The customer stated they switched insulin pump and their high blood glucose was rising. Customer was feeling confused and stated she was going to call her sister so they can take her to the emergency room. Customer will call back to get further assistance.